Manufacturer narrative:
(B)(4). The analysis results found that the device was returned for analysis. In addition, a blue ancillary trocar was received in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the returned ancillary trocar was inserted inside the anvil and released from it without any difficulties. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blue ancillary trocar would not easily release from the anvil. Another device was used to complete the case with no patient consequence.